Manufacturer narrative:
(B)(6). (B)(4). Multiple screws were implanted of varying part/lot numbers. Although it is unknown which of the below listed devices contributed to the reported event, this MDR is being filed for notification purposes. Part 54740004530, lot h11f0513 / part 54740005530, lot h11e2775 / part 54740005530, lot h11e2778 / part 54740005535, lot h10l0075. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient initially underwent "a fixation procedure at th9-l2 via cbt and vertebroplasty at th12 to treat th12 compression fracture". It was reported that tip of the screw on the right side of th10 and screws on both sides of th12 perforated lateral vertebral walls and interfered with nerve roots. Per the report, the patient experienced intercostal neuralgia starting one week post-operatively. A revision surgery was performed on the patient to reposition the malpositioned screws. No further patient information was reported.